Event description:
A customer's report was received alleging that a bipap s/t was placed on a pt and the unit did not function properly and the pt expired. The device has not been returned to the manufacturer for eval. A follow up report will be filed when the unit is received by the manufacturer and an investigation has been completed.